Manufacturer narrative:
Operator of device is unknown, no information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that upon disconnecting the distal end of the y-port, the remaining connection leaked as it was connected to the patient's cannula. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. B5: additional information received via email on 24 oct 2022: lot number is 44x288. Unused sample from same lot was available. Event date is (B)(6) 2022. The event occurred while in use with a patient. The operator of device was a health professional. Event occurred at the hospital. No injury to patient was reported, and no medical intervention was required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information was received: no patient involvement was reported. H6: health effect/health impact codes: updated.